Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion sets cannula kinked events on (B)(6) 2024 within 3 hours of insertion for 2 events and more than 3 hours of insertion for 1 event .the insertion site was upper buttocks.patient replaced infusion sets and resumed insulin deliveries successfully company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.